Manufacturer narrative:
(B)(4). Additional information has been requested but not yet received. A supplemental will be submitted upon receipt of any new information.

Event description:
According to the reporter: occurred during a total gastrectomy roux-en-y procedure. The device was set up, the handle, adapter, and cartridge indicators were checked and all were illuminated green. The surgeon approached the tissue, the jaws articulated on their own and went to the straight position. Replaced by a new device and the procedure was completed. The surgical time was extended by less than thirty minutes. There was no patient harm. The status of the patient is no problem.